Manufacturer narrative:
H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported prior to patient contact, a hair was noted in the sterile package of an open-end flexi-tip ureteral catheter. Another device was pulled and procedure was completed successfully. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Correction: d4 primary UDI, e4. Summary of event: it was reported prior to patient contact, a hair was noted in the sterile package of an open-end flexi-tip ureteral catheter. Another device was pulled and procedure was completed successfully. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. A hair was observed through the packaging. A document-based investigation evaluation was performed. A review of the device history record found that three devices from the lot did not pass quality control inspections; however, the affected products were reworked prior to release from cook. There have been no other reported complaints for this lot number. The product IFU states, ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred¿. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the returned device, complaint file, dmr, and DHR suggests that there is evidence that the device was manufactured out of specification. However, cook has concluded that this issue is an isolated incident. Although three devices from the lot did not pass quality control inspections, the products were reworked prior to release from cook, there are 100% inspections in place, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that devices manufactured out-of-specification exist in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded the cause of the complaint is manufacturing related. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.